Event description:
It was reported the patient had withdrawal for morphine. The pump ran out in january. The patient did not have a current health care provider at the time of the report. The pump was being used to deliver baclofen and morphine. It was noted morphine was the old medication and baclofen was current.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced shivers when the morphine was removed around (B)(6) 2013 or the beginning of 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that morphine was removed from the patient's pump in (B)(6). It was noted that the patient's start date of baclofen intrathecal treatment was (B)(6) 2011 and was on-going. It was noted that morphine was added at "a later date". It was reported that no troubleshooting was performed. It was reported that the patient was receiving effective therapy for known spasticity. It was reported that the patient was seen by their healthcare provider (B)(6) 2014 in severe pain. It was noted that 6 days prior, per the patient's request the pump was refilled with baclofen only instead of baclofen/morphine. It was reported that the patient had chronic sweating and weakness and was blaming intrathecal morphine for the cause of the problem. It was note that in the prior 2 refills the patient was gradually decreased the concentration of morphine but this time they ended up canceling an appointment and requested a solution without morphine since patient refused to refill pump with any morphine. It was reported that the patient was provided 30 tablets of percocet as out-patient for possible withdrawal symptoms. It was noted that 3-4 days later the patient contacted the hcp that they were in severe pain. It was reported that the hcp diagnosed the patient with opioid withdrawal.

Manufacturer narrative:
Concomitant medica products: product ID 8709, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).